Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized with a bad heart condition. It was reported that the physician was attempting to use two resolute onyx drug eluting stents during a procedure. It was reported that there was a totally occluded rca. During the procedure, the physician tried to deploy the first stent, and then deploy the second stent in lcx. The stent couldn't enter the lcx due to calcification in left main. The physician tried to retrieve it, but the stent dislodged to another position. It was reported that the patient died of weak blood flow during the stenting procedure. The additional information is currently limited since the root cause of adverse event is not only patient condition but also procedure problem. The doctor confirmed that this event was no related with medtronic device. Cause of death unknown. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.